Event description:
It was reported a patient experienced and was hospitalized the same day for peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by cloudy effluent. Treatment was not reported. The cause of the peritonitis was unknown. The patient was discharged 3 days after admission. At the time of this report, the peritonitis event was reported as ongoing and improved. Additional information was requested but is not available. This is report 4 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). As the sample was not returned, a device analysis cannot be completed. A review of all batch record documents was performed for potentially associated lot number 13j15h25 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is received, a supplemental medwatch will be filed. This report references the same patient as (B)(4).